Manufacturer narrative:
An imris customer service engineer (cse) went on-site to investigate the operating room table, and found that the actuator component in the rotational locking mechanism had failed. The root cause of the rotational lock not functioning to lock the table position is the actuator component malfunction, which is traced to design. The actuator component was replaced with an actuator with an upgraded design, as part of field corrective activities being undertaken to address ort300 rotational locking mechanism malfunctions with the previous actuator design.

Event description:
It was reported the ort300 operating room table failed to lock into place, was non-functional, while in use. No patient impact or procedural consequence was reported.